Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient had a revitan stem implanted in the right hip on (B)(6) 2015, and underwent revision surgery on (B)(6) 2019, due to pain, difficulty walking on the right leg, and fracture of the stem. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the patient had a revitan stem implanted in the right hip on (B)(6) 2015, and underwent revision surgery on (B)(6), 2019, due to pain, difficulty walking on the right leg, and fracture of the stem. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor the device or photos of the device were received. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity, and relevant medical history are unknown. Hence, due to the lack of medical data the reported event cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states medical product: revitan proximal stem hip impl win gen; item# : unknown; lot# : unknown. Therapy date: (B)(6) 2019. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and started experiencing pain, walk impotence and fracture of femoral stem on the prosthetic right hip, hence patient underwent revision surgery.